Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter . Product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver baclofen, 684.4mcg/ml at a dosage of 205.04 mcg; bupivacaine, 10mg/ml at a dosage of 2.996mg; and dilaudid (hydromorphone) , 11.0mg/ml. The indication for use was non-malignant pain and radiculopathy. The patient¿s medical history was unknown. It was reported that the pump¿s motor stalled and began alarming. The patient went to the pain clinic on (B)(6) 2016, where the pump logs were read by a healthcare provider. The logs indicated that the pump had stalled and recovered twice on (B)(6) 2016. It was noted that there was no reason for a stall; the patient had not been exposed to an MRI. After returning home, the patient began feeling withdrawal symptoms beginning on (B)(6) 2016. It was reported that per the patient¿s family, due to the withdrawal caused by the pump stall, the patient became unstable walking, which resulted in a fall that injured her left arm. The patient was taken to the emergency room and was an inpatient until she was discharged to the surgery where the pump was replaced on (B)(6) 2016. It was stated that because the patient symptoms began after the motor stall, it had been assumed the catheter was working. However, during the pump replacement surgery, it was reported that the healthcare provider was unable to aspirate any cerebrospinal fluid from the catheter. It was reported that even after cutting off the sutureless connector there still was not any flow; the healthcare provider ended up partially explanting the catheter at that point. The old catheter was cut off at the spinal incision and tied off. At the time of this report, the issue was considered resolved.

Manufacturer narrative:
During analysis of the pump, corrosion and wear were found, indicative of a stall due to shaft-bearing. Result code and conclusion code no longer apply to the pump.

Manufacturer narrative:
Patient code no longer applies.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2016 . It was reported that after the patient's fall, she underwent x-rays of her arm, which were normal. On (B)(6) 2016, the patient underwent an MRI and it was found that her c7 was fractured, which caused her arm pain. The patient and healthcare provider believed the fracture was a result of the withdrawal symptoms which were caused by the motor stall. Surgery was scheduled on (B)(6) 2016 to repair the c7.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.